Event description:
It was reported that the pacing lead's fixation helix was already partially extended before the physician began "manipulating" the lead. The physician decided not to implant the lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the helix was extremely stretched and distorted. Unable to do helix testing due to the damage. Blood was present on all conductors and in/on the helix mechanism.